Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the shell of the device was broken, brown particle material found on the shell, and missing portions of shell. A weight test of the device was performed and verified the device was underweight. A microscopic analysis was performed which identified a striated break and partial delamination of orientation dot. Based on the device analysis the final assessment is a striated break on the posterior side assessed as surgical damage, partial delamination of the orientation dot due to adhesive failure, and missing portions of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture on an unknown side. The device has been explanted.